Event description:
Boston scientific received information that this left ventricular (lv) lead had displayed an increase in pacing threshold measurements. A chest x-ray was performed and showed that the lead had dislodged. The lead was explanted and successfully replaced with another left ventricular (lv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection revealed dried blood/body fluid was found in the lead lumen. Conductor coils were observed as being stretched and silicone insulation separation was also found. One of the tines torn off. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted lead was returned for laboratory analysis and is currently ongoing. This report will be updated upon completion.